Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-74. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: avista MRI perc lead kit 74 cm. Unique identifier (UDI) #: (B)(4). Sc-1216 (sn (B)(6)). Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. Labeling review: a labeling review did not reveal any anomalies as it states: "over time, the stimulator may move from its original position" , "persistent pain at the ipg or lead site" and "undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure" are known risks with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-2408-74 (sn (B)(6)). Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. Labeling review: a labeling review did not reveal any anomalies as it states: "persistent pain at the ipg or lead site" and "undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure" are a known risks with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing inadequate relief. The patients implantable pulse generator (ipg) was tilting. The patient underwent spinal cord stimulation (scs) revision procedure. Patient has good coverage postoperatively. Hospital has explanted devices.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-74. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: avista MRI perc lead kit 74 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate relief. The patients implantable pulse generator (ipg) was tilting. The patient underwent spinal cord stimulation (scs) revision procedure. Patient has good coverage postoperatively. Hospital has explanted devices.